Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and identified an increased intra-peritoneal volume (iipv). Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / false empty detect and use error as the clinician inappropriately set the minimum drain volume percent setting too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 8. The patient's ultrafiltration was 660ml, indicating the patient drained 660ml more than the fill volume. The fill volume was 1000ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011 regarding the iipv event. According to the nurse the patient has never reported symptoms of overfill. The patient has been to the clinic several times since this event and has not reported any issues. The nurse agreed to increase the minimum drain volume percent. There was no patient injury or medical intervention associated with this event.